Event description:
It was reported to target that during a angioplasty for a hepatic cellualr carcinoma by transarterial embolization, the catheter got kinked and when the physician performed angiology, the outer shaft of the catheter ruptured. There was no additional intervention required and the patient was reported in good condition after the procedure.